Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. However, a missing logo from the cassette door was found during the visual inspection. There were visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without any failures or problems. No fluid leaks in the test cassette during the treatment test. System air leak test passed. Teach pump test passed. Valve actuation test passed. An internal visual of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a replacement liberty select cycler was requested due to this female peritoneal dialysis (pd) patient not draining. No device alarms were reported. The patient was hospitalized due to not draining which resulted in fluid overload. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was hospitalized on (B)(6) 2025 due to shortness of breath. The patient had completed her pd treatment prior to going to the hospital. The patient was admitted to the hospital and diagnosed with acute exacerbation of chronic obstructive pulmonary disease (copd). The patient was administered breathing treatments and extra fluid was removed during dialysis. The patient was discharged on (B)(6) 2025. After discussions with the patient, it is thought that the cause of the draining issue was related to the patient line being kinked. The patient needs to reposition to allow for better drains. Additionally, the patient needs to check for fibrin. The patient has been advised to complete a manual drain in the morning prior to disconnecting from the cycler. It is not believed that the patient¿s hospitalization is a result of any fresenius device or product. The patient continues to complete pd therapy utilizing the replacement cycler without issue.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient event of fluid overload due to not draining with subsequent diagnosis of acute exacerbation of copd. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler. Although the patient¿s nurse initially requested a replacement cycler due to not draining, it was unknown why the patient was not draining. No issues were reported with the operation of the liberty select cycler. The patient¿s prescription was incremental pd (ipd) and it was suggested to the nurse to change the drain exit criteria to 85% and to change to cycler-based treatment which did not occur. In addition to the not draining and retaining fluid, the patient experienced an acute exacerbation of copd which can also cause retention of fluid. The nurse stated that the possible cause of the patient not draining properly was kinking of the patient line. The patient was advised to reposition in order to allow for better drains. Additionally, the patient completes a manual drain prior to disconnecting from the cycler in the morning. It is not believed that the patient¿s hospitalization is a result of any fresenius device or product. Based on the available information and no evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s adverse event.

Event description:
It was reported that a replacement liberty select cycler was requested due to this female peritoneal dialysis (pd) patient not draining. No device alarms were reported. The patient was hospitalized due to not draining which resulted in fluid overload. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was hospitalized on (B)(6) 2025 due to shortness of breath. The patient had completed her pd treatment prior to going to the hospital. The patient was admitted to the hospital and diagnosed with acute exacerbation of chronic obstructive pulmonary disease (copd). The patient was administered breathing treatments and extra fluid was removed during dialysis. The patient was discharged on (B)(6) 2025. After discussions with the patient, it is thought that the cause of the draining issue was related to the patient line being kinked. The patient needs to reposition to allow for better drains. Additionally, the patient needs to check for fibrin. The patient has been advised to complete a manual drain in the morning prior to disconnecting from the cycler. It is not believed that the patient¿s hospitalization is a result of any fresenius device or product. The patient continues to complete pd therapy utilizing the replacement cycler without issue.